Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture and expiration date could not be determined. Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2008, that a radial jaw 3 hot biopsy forcep was used during a biopsy. According to the complainant, while trying to take the sample, the jaws did not close properly and the physician could not easily remove the biopsy jaws from the endoscope channel. The device and endoscope were removed as a unit. It was noted that the metal wire leading to the jaw was missing on one of the jaws. This procedure was completed using another radial jaw 3 hot biopsy forcep. There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported as "ok".